Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. The discrepant results had low fluid verify readings accompanied with low fluid delta readings which is an indicator of a fluid flow issue. Additionally, the difference between the initial and repeat results is approximately the same percent for all the discrepant results suggesting an improper imt dilution by the imt probe for the initial run. Pre-analytical variables can affect the quality of the sample and can impact results. Siemens cannot rule out pre-analytical variables, or sample specific issues as potential cause of the event. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The second repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely elevated discordant sodium result.